Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information received from the facility states it will change the department that will be doing the scope¿s pre-cleaning. On september 28, 2020, an endoscopic support specialist (ess) was dispatched to user facility to provide the facility a reprocessing in-service. No reprocessing observation was required as the in-service was requested to address the facility¿s staff not preforming pre-cleaning as previously reported. The ess reported that the leak testing, manual cleaning, and hld was being performed in the sterile processing department. The in-service was performed and included the reprocessing steps in accordance to the manufacturer¿s recommendation. The ess reported that the staff was engaged and confirmed an understanding of the steps required.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. In the user facility, the user wasn¿t performing pre-cleaning. The cds process conducted in the user facility was deviated from cds process recommended by IFU. The legal manufacturer was unable to determine the root cause; however, mishandling cannot be ruled out.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The instruction manual warns users in the ¿reprocessing before the first use/reprocessing, and storage after use¿ that ¿this instrument was not cleaned, disinfected or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 7, ¿cleaning, disinfection and sterilization procedures¿. After using this instrument, reprocess and store it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 9, ¿storage¿. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance.¿ as part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. In addition, the service center followed up with the user facility to obtain additional information regarding the reported event. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that pre-cleaning was not being performed on the scope during reprocessing. There were no patient infection or device positive cultures reported.